Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's diabetes trainer reported via phone call that the insulin pump's settings would completely erase every time she rewound the insulin pump. The customer was hospitalized and was off insulin pump therapy. Her hospitalization was not diabetes related. Customer's blood glucose level was not reported. The device was not returned.